Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. The patient manages her diabetes with novolog insulin (10 units) and an additional unspecified type insulin (50 units). The patient reportedly continued to administer her usual dose of medications. After the start of the alleged issue, the patient claims she felt symptoms of shaky, weak and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.